Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery compartment was damaged, and the top of the battery cap was worn. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/10/2015.device evaluation: the device has been returned and evaluated by product analysis on 04/01/2015 with the following findings: the complaint could not be duplicated or confirmed. The battery cap was not returned with the pump, and a test cap was used to complete the investigation. The test cap was able to secure onto the pump, and there was no visible damage to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.